Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips scissored (last clip). No patient consequences. Completed case with this instrument.

Manufacturer narrative:
D4; 8; h4, 6: info anticipated, but unavailable at this time.